Event description:
It was reported that the remote website report was showing bipolar lead impedance measurement even though the patient has two unipolar leads. The impedances were displayed correctly. The website remains in use. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).